Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the provided picture identified the fractured hex driver covered in bio-debris. No further evaluation can be made from the picture provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the provided photo of the fractured hex driver. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as is location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left hip procedure while tightening the screw in the cone body, the end of the hex driver broke. The end of the driver is still in the implant. The broken piece could not be retrieved and remains in the patient. There was no known impact or consequences to the patient. It was reported that no further information is available.